Event description:
It was reported that the 9600+ system experienced an iris pot error at boot up. No patient injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Adjusted and lubricated the iris pot on the collimator. The system was tested and found to be working as intended and placed back into service.